Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the device in the u.s.

Event description:
It was reported that during a phone conversation today with dr's study coordinator, she mentioned that zimmer hip registry patient is scheduled for a revision this friday, due to acetabular implant loosening (durom acetabular component). She indicated that she will submit additional information via study case report forms (per the study protocol) once the revision has actually taken place.